Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly on (B)(6) 2021, when transmitting data, the transfer start button suddenly turned red while the telemetry head was reading pacemaker information. After restarting, the status light remained orange and the pit button remained red; even after turning off and on again and checking all cabled. On (B)(6), the wirex was replaced but the same issue was still observed. A replacement of the smartview was done on (B)(6) and proper data reception confirmation after exchange will be checked.

Event description:
Reportedly on (B)(6) 2021, when transmitting data, the transfer start button suddenly turned red while the telemetry head was reading pacemaker information. After restarting, the status light remained orange and the pit button remained red; even after turning off and on again and checking all cabled. On (B)(6), the wirex was replaced but the same issue was still observed. A replacement of the smartview was done on (B)(6) and proper data reception confirmation after exchange will be checked.